Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body. In addition, several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that " when opening the pam catheter, the damaged guide wire was identified, already crooked inside the protective cover. Making it impossible to use for passage.

Event description:
It was reported that " when opening the pam catheter, the damaged guide wire was identified, already crooked inside the protective cover. Making it impossible to use for passage.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that " when opening the pam catheter, the damaged guide wire was identified, already crooked inside the protective cover. Making it impossible to use for passage.

Manufacturer narrative:
(B)(4).